Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. In troubleshooting the problem, technical support determined the user was not shutting down the system when disconnecting/connecting the endoscopes. Upon powering off the system, connecting the endoscope and powering on, the error no longer occurred. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the errors "b30" and "e209" were occurring and the image could not be captured. This report is submitted due to the reported malfunction of "b30" error. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.